Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quicker than anticipated, from 95% to 5% charge within less than a day. The pump subsequently shut off. The customer's blood glucose level was 345 mg/dl. The customer administered a manual injection. Reportedly, the customer has an alternate pump and manual injections available as alternate insulin therapy.